Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: a visual and tactile examination of the returned device revealed no damage was noted to the shaft of the device. The balloon was not folded or wrapped around the shaft of the device. There were traces of clear liquid present inside the balloon. It was not possible to inflate the balloon to its rated burst pressure. The device was then immersed in warm water in order to dissolve any built up dried contrast media or blood that may have build up inside the shaft lumen. The device was then attached to an encore inflation unit and the balloon was inflated to its nominal pressure of 8 atm with no leaks noted. A vacuum was pulled and the balloon deflated in 24 seconds (maximum deflation time 60 seconds). The distance between the distal and proximal markerband was measured at 39.5mm which is within the specification. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a deflation issue occurred. The 90% stenosed de novo lesion was located in a moderately tortuous, non calcified shunt of the antebrachium. The 4/5/75 ultra-thin diamond balloon catheter was advanced and inflated three times to unknown atms for 30 to 60 seconds. However, during the first deflation it took two to three minutes for the balloon to completely deflate. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a deflation issue occurred. The 90% stenosed de novo lesion was located in a moderately tortuous, non calcified shunt of the antebrachium. The 4/5/75 ultra-thin diamond balloon catheter was advanced and inflated three times to unknown atms for 30 to 60 seconds. However, during the first deflation it took two to three minutes for the balloon to completely deflate. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.